Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on june 16, 2017.